Manufacturer narrative:
Summary of event: as reported, a 'bakri tamponade balloon catheter' was being used for treatment of a postpartum hemorrhage. The balloon was placed transvaginally and inflated with 500ml of water. The balloon immediately deflated and spontaneously came out of the patient uterus [patient identifier: (B)(6)]. The user replaced the device with a new 'bakri tamponade balloon catheter' to continue treatment of the postpartum hemorrhage. The balloon was placed transvaginally and inflated with 250ml of water before the balloon ruptured [patient identifier: (B)(6)]. A third 'bakri tamponade balloon catheter' was used to complete the procedure. It was reported that the device was not handled by or near metal tools that could damage the balloon. The user reported an unspecified delay in taking care of the patient's hemorrhage. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformance's on the lot. A review of complaint history found one additional complaint for this lot number reported under patient identifier: (B)(6). The product IFU states "upon removal from the package, inspect the product to ensure no damage has occurred." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause of the event could not be determined from the available information. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: customer occupation: pharmacist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'bakri tamponade balloon catheter' was being used for treatment of a postpartum hemorrhage. The balloon was placed transvaginally and inflated with 500ml of water. The balloon immediately deflated and spontaneously came out of the patient uterus [manufacturer's reference (B)(4)]. The user replaced the device with a new 'bakri tamponade balloon catheter' to continue treatment of the postpartum hemorrhage. The balloon was placed transvaginally and inflated with 250ml of water before the balloon ruptured [manufacturer's reference (B)(4)]. A third 'bakri tamponade balloon catheter' was used to complete the procedure. It was reported that the device was not handled by or near metal tools that could damage the balloon. The user reported an unspecified delay in taking care of the patient's hemorrhage. The patient did not experience any adverse effects due to this occurrence.